Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. This product incident is documented in the halyard health complaint database as identified as complaint comp-(B)(4).

Event description:
(B)(6) health received a report stating the respiratory therapist noticed the pilot balloon was detached from the endotracheal tube and was found in the patient's bed. The pilot balloon did not appear to be pulled or cut. The pilot balloon separated exactly where it was initially connected to the endotracheal tube. The endotracheal tube remained in use and the cuff was deflated. The patient was not reintubated. There was no reported injury to the patient. No additional information was provided in regards to the patient's status.